Manufacturer narrative:
Product event summary #the full lead was returned, analyzed and visual summary analysis of the lead indicated stretching, and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the patient presented within two days after initial implant with a probable right ventricular (rv) lead perforation. During the revision, the physician reported that the rv lead was not handling well and the stylet was not moving freely within the body of the lead. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086m implantable pacing lead 2013 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.